Event description:
The rptr stated that family member who is a diabetic, bought the clinistik brand of test strips in order to test blood surgars. They used them for this purpose within a two week period. Each time they did a fingerstick using the test strips, they would always get a normal reading. One day after getting a normal reading, they felt ill and was dizzy and light-headed. Saw the dr who then rechecked blood surgar and it was 2/2. Pt then got another bottle of clinistik of test strips, but the readings were always normal again, so switched to a different brand and the readings are now more realistic.